Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Previously reported as issue found during a patient event, this was in error. The "buzzing sound" noted by the customer was found during a self test. Patient coding has been updated to reflect no patient involvement. No clinical signs, symptoms or conditions.

Event description:
The user is reporting that the device's screen blacked out during a patient use event and the device is makin a buzzing noise during a self test. The patient survived.